Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable trigl triglycerides result for 1 patient sample tested on a cobas 8000 c 702 module. The initial trigl result was 688.5 mg/dl. The customer believed the initial result should have been flagged with an alarm generated by the analyzer. With a dilution factor of 50, the repeat trigl result was 4012.1 mg/dl. The erroneous result was not released outside of the laboratory. There was no allegation of an adverse event. The trigl reagent lot was 265755 with an expiration date of 31-aug-2018. The customer stated that the patient sample was extremely lipemic. Analysis of the reaction monitor curve of the initial result shows that there was an oxygen depletion during the assay reaction leading to the falsely low result. Based on the calibration and qc data provided a general reagent issue can be excluded. The investigation is currently ongoing.

Manufacturer narrative:
The customer is using tubes with a diameter of 13 mm without the recommended tube adapter. Additional information was requested for the investigation but not provided. The investigation was unable to find a definitive root cause.